Manufacturer narrative:
Correction/removal reporting numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt cannot establish communication with the ipg using the charger or the pt programmer. An sjm representative contact the patient and scheduled an appointment with the pt to determine th next course of action. Follow-up is pending.